Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol ejected funny. The procedure was completed with another lens and no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The device and the lens were returned in the opened blister tray. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid nozzle. No damage was observed to the device. The lens was adhered to the bottom interior of the blister tray in dried viscoelastic. Blood was also on the lens. One haptic has dried into a bent position. The lens was cleaned with lphse to further assess. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. The viscoelastic was not provided. It is unknown if a qualified product was used. The root cause could not be determined. Due to being returned fully outside of the device, it is not possible to make a determination concerning the lens position during advancement or ejection from the device. No damage or abnormalities were found with the returned device or the lens. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. It is unknown if a qualified viscoelastic was used. (B)(4).